Manufacturer narrative:
Multiple attempts to obtain additional information regarding this event and device have been unsuccessful. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this bioprosthetic aortic valve, a transcatheter aortic valve was implanted valve-in-valve. The implant duration of this valve and the reason for the valve-in-valve intervention was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: suspect medical device and relevant PMA and manufacturing information. Additional information: medtronic received additional information that a transcatheter bioprosthetic valve was placed valve-in-valve eight years, ten months post-implant of this bioprosthetic valve, after the patient presented with exertional dyspnea and severe bioprosthetic aortic valve stenosis. Echocardiography showed peak aortic valve gradient (avg) of 97mmhg and mean avg of 55mmhg; no aortic regurgitation (ar) was noted. No adverse patient effects were reported. Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Without the return of the valve for analysis, a root cause of the high gradient cannot be determined. (B)(4).